Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for an hour and a half and upon removal the string pulled out leaving the tampon inside her. She called her gynecologist's office and spoke to a nurse who gave her instructions on how to remove the tampon. She was able to manually remove the tampon. She experienced pain upon removal and now has soreness and will not use tampons again until the soreness resolves.